Manufacturer narrative:
H.6. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle clogged during priming and the needle is missing from the non patient end. The returned pen needle was examined and exhibited a broken non patient end of the cannula which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no: 320122, batch no: 9106611. It was reported that during use of the bd ultra fine¿ pen needles the needle clogged during priming and needle is missing from non patient end. The following information was provided by the initial reporter: consumer reported needle clog during priming and needle missing from non patient. Consumer does not re-use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 320122 batch no: 9106611. It was reported that during use of the bd ultra fine¿ pen needles the needle clogged during priming and needle is missing from non patient end. The following information was provided by the initial reporter: consumer reported needle clog during priming and needle missing from non patient. Consumer does not re-use.